Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The coil remains implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coils 400 (pc400). During the procedure, after delivering the second pc400 in the aneurysm, perforation of the aneurysm sac was observed. The bleeding lasted approximately five minutes as the perforation was sealed by implanting a third pc400. No further treatment was required for the bleeding and post-procedure neurological examination was normal. On (B)(6) 2016, this adverse event was adjudicated to have an uncertain relationship to the pc400 system and a possible relationship to both the angiographic procedure and the aneurysm disease state.